Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2005; 4968-35 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high and increasing thresholds affecting battery longevity. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.